Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the stent was returned within a microcatheter, and it was recovered during microcatheter investigation. The stent delivery wire (sdw) was found to be kinked/bent, and stent was found to be deformed. The stent introducer sheath distal tip was intact. Stent deployed prematurely during use functional test was confirmed during visual inspection and stent difficult/unable to advance or pullback through catheter could not be performed as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported stent deployed prematurely during use was confirmed during visual inspection of the returned device. The remaining as reported code 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the operator used microcatheter with inner diameter 0.0165in to deliver a stent. When advancing the tip of the stent to go into microcatheter resistance was encountered. Adding some force to push and the stent was then slowly delivered to go into microcatheter, but big resistance was still encountered. After the stent was completely delivered to go into microcatheter the operator continued to push the delivery wire but then the stent was deployed. So, the operator withdrew the introducing sheath and delivery wire out from hub and withdrew the microcatheter out. Then replaced the stent and microcatheter with new one to continue the procedure. The stent was deployed between tail of catheter shaft and hub'. The stent was returned for analysis deployed inside the proximal section of an microcatheter. Once it had been removed, the stent was noted to be deformed towards the proximal (closed cell) end. The introducer sheath was returned for analysis and was undamaged. The stent delivery wire (sdw) was returned for analysis and was noted to be slightly kinked/bent at two locations along its length. The event description notes big resistance during advancement of the stent when it was initially being transferred from the introducer sheath into the microcatheter lumen and on-going resistance/friction when it was being advanced inside the microcatheter. Given the event description and the condition of the returned stent components, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath (the lack of crush damage to the distal tip opening of the sheath supports this explanation). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap caused by proximal sheath movement. The user will then experience resistance while attempting to advance the stent through the microcatheter, resulting in damage to the stent and sdw. When attempting to remove/retract the stent, the sdw can slip through the stent inside the microcatheter lumen if the stent becomes jammed inside the microcatheter. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the 'as reported' codes stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter and as analyzed codes stent deployed prematurely during use, sdw kinked/bent and stent deformed as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during transfer/use.

Event description:
It was reported that during aneurysm embolization case, resistance was encountered when advancing tip of subject stent to go into microcatheter. After the stent was completely delivered to go into microcatheter the operator continued to push the delivery wire but then the stent was deployed. The operator replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during aneurysm embolization case, resistance was encountered when advancing tip of subject stent to go into microcatheter. After the stent was completely delivered to go into microcatheter the operator continued to push the delivery wire but then the stent was deployed. The operator replaced it with a new device and continued the procedure without clinical consequences to the patient.